Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the "most caudal set screw on each side of the construct backed out completely from mas screw." The patient underwent a revision to replace the loose screws.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.